Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged. It was noted that the last time any stimulation was felt was 2 to 6 months ago. It was further noted the last successful recharging session was 2 to 6 months ago. The reporter stated the patient had not been able to charge or feel stimulation in over 2 months. It was noted the patient knows how to charge and did not need direction. It was further noted that the patient had no falls or trauma. It was noted the patient has had throat cancer and their back pain had increased. The reporter stated the patient¿s back pain was not new, but is the pain that stimulation was to cover. It was noted that stimulation usually does cover the pain. It was further noted the patient had an appointment with their healthcare professional next wednesday. Additional information was requested, but was not available as of the date of this report. It was further reported the patient did not charge, physician did a power on reset (por), and was ¿all ok.¿ it was noted there were no abnormal impedance measurements. It was stated there were no signs or symptoms associated with this event, did not require hospitalization, and the patient outcome was listed as no injury. Additional information received reported the patient had cancer and had let the device go into overdischarge one time about a year and a half prior to this report. Patient had discharged it one other time but had been able to get it back working on her own. Patient spoke about 3 overdischarges and the device not working. It was noted that the pain system was going to be taken out when the patient had a pump implanted but it was left in as the healthcare professional could not get to the leads.

Manufacturer narrative:
Concomitant medical product: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).